Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the tubing of their clearlink continuflo solution set had "fallen apart" at the luer connection to the patient. This observation was made during patient infusion of an unknown solution. There was patient involvement, but there was no medical intervention that was needed. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the male luer had separated from the tubing. Upon microscopic inspection it was found that there was no solvent plow ridge or residue on the tubing. The remaining solvent bonds were pull tested; no failures were detected. The cause of the separated luer is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.